Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the patient¿s current status? What was the procedure? Was there any torquing of the jaw during the firing process? Please clarify what is meant by ¿twisting / twisted¿? How was the bleeding identified? How was it confirmed that the clip was not there? For the original clip, what was the shape of the clip at the time of firing?

Event description:
The clips are twisting as they are applying them and the majority of time they are removed immediately and replaced, but we had an incident early this morning where a patient was returned to theatre bleeding and the clip had fallen off the vessel as it was twisted.

Manufacturer narrative:
(B)(4). Batch: r93713, r9380c, r9306x. The er320 device was not received for analysis. Only one scissored clip was received inside a plastic bag and a plastic tube. We were unable to analyze the sample utilized in the reported event as the er320 instrument was not returned to us. Only one scissored clip received. It could not be determine what may have cause the reported event. It is known from the history of the device that possible causes for the found clip formation may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following information was obtained: what is the patient¿s current status? Well. What was the procedure? Lap chole. Was there any torqueing of the jaw during the firing process? No. Please clarify what is meant by ¿twisting / twisted¿? Tips not meeting and therefore crossing -the clip that came off in this reported incident was returned for analysis. How was the bleeding identified? Patient was not well. Returned to theatre where the patient underwent a laparoscopy where it was found that the clip had fallen off the cystic artery. The clip had fallen off the vessel. How was it confirmed that the clip was not there? On laparoscopy. For the original clip, what was the shape of the clip at the time of firing? The clip has been returned.